Event description:
A (B)(6) old male pt called in to zoll lifecor customer support to report that his monitor was making a screeching noise and would not power up. Support issue the pt a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (screeching noise, will not power up) has been confirmed. As rec'd, the monitor was found to have defective components. The flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. Once the memory chips were replaced, the monitor was fully functional. No adverse event resulted from the corrupt memory. The pt rec'd a replacement monitor.